Event description:
The manufacturer received information alleging the "device did not energized during use on the patient." The device was replaced at the customer site. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the "device did not energized during use on the patient." The device was replaced at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational check of the device. The manufacturer's service technician reviewed the system error log and observed no error in the device's error log. The manufacturer's service technician confirmed the device did not recognize the ac power supply even when another ac power cord was used for this device. The manufacturer's service technician determined there was an issue with the ac power supply. The manufacturer's service technician replaced the ac power supply for verification, and it confirmed the issue on the device. The manufacturer's service technician observed the oxygen blending module (obm) accuracy urgent error in the device's error log. The manufacturer's service technician recommended replacing the obm manifold to address this issue. The manufacturer's service technician performed the repair test on the device, and the oxygen flow verify test step had failed on the device. The manufacturer's service technician evaluated and determined the valve on the high-pressure oxygen intake had failed, causing the test step to fail on the device. There were no repairs made to the device since the customer canceled repairs for this device. The device's blower motor was replaced to address the issue.